Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that the implantable cardioverter defibrillator exhibited inappropriate auto mode switch episodes due to far r-wave oversensing. It was confirmed that the right atrial lead had dislodged. On (B)(6) 2017 the lead was repositioned. Patient was stable post procedure.